Manufacturer narrative:
H10: corrections made to section d where product name, model number, serial number is updated. Section h: manufacture date corrected.

Event description:
Onsite philips field service engineer (fse) reported that after reloading the software for an unrelated issue, the ECG traces would then sometimes go fast or abnormally slow (sweep speed). The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Onsite philips field service engineer (fse) reported that after reloading the software for an unrelated issue, the ECG traces would then sometimes go fast or abnormally slow (sweep speed). There was no reported patient impact / injury. .

Event description:
Onsite philips field service engineer (fse) reported that after reloading the software for an unrelated issue, the ECG traces would then sometimes go fast or abnormally slow (sweep speed). The device was not in use on a patient at the time of event, there was no patient involvement.